Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard femoral component, cat#: unknown lot#: unknown. Unknown vanguard tibial tray, cat#: unknown lot#: unknown. Unknown vanguard patella, cat#: unknown lot#: unknown. Initial reporter: z.c. Lum, a.v. Lombardi, j.m. Hurst, m.j. Morris, j.b. Adams, k.r. Berend ¿early outcomes of twin-peg mobile-bearing unicompartmental knee arthroplasty compared with primary total knee arthroplasty¿ bone joint j 2016;98-b(10 suppl b):28-33. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06192, 0001825034-2017-06193, 0001825034-2017-06194, 0001825034-2017-06195. Product location unknown.

Event description:
It was reported in a journal article that two patients underwent two stage revisions from full components to constrained condylar devices to treat for infection. No additional patient consequences were reported.